Event description:
Customer states that immediately after donning the medical glove the top of the dr's hands broke out in a bright red rash, "like measles". The rash immediately disappeared upon removal of the gloves. The dr has a known sensitivity to lanolin, he called co to inqure about the donning agent for this glove.